Manufacturer narrative:
Investigation found the external portion of the exposed soft cannula was torn and the full length measurement of the soft cannula was out of spec. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The fluid path was manually occluded, and no signs of leakage were observed. Although the soft cannula was damaged, the timing and cause of the damage are unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl, while wearing the pod between 36 and 48 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod. The pod was leaking.